Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. A complete break was identified in the hypotube on the device. The detached proximal section of the device consisting of the hub/manifold, strain relief and a section of hypotube was not returned for analysis. A visual and tactile examination identified a complete break in the hypotube approximately 463mm proximal to the guidewire exit port. An examination of the break site revealed the damage was consistent with excessive tensile force having been applied to the delivery device. Multiple kinks were also noted along the length of the hypotube. No issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination identified multiple severe kinks along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that could have contributed to the complaint incident. The balloon was returned unfolded and solidified saline solution was noted within the balloon which indicates it had been subjected to positive pressure. A visual and microscopic investigation noted no damage or any issues with the balloon material that could have contributed to the complaint incident. A visual and microscopic investigation noted no damage or any issues with the tip or markerbands of the device that could have contributed to the complaint incident. A visual and microscopic investigation noted no damage to any of the blades. All blades were present and full bonded to the balloon material. No issues were noted that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4). Tw# 4831262.

Event description:
It was reported that a catheter shaft break occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon® was selected for use. During advancement to the target lesion, the shaft of the device snapped about mid-length. The physician was able to retrieve the detached portion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter shaft break occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During advancement to the target lesion, the shaft of the device snapped about mid-length. The physician was able to retrieve the detached portion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.